Manufacturer narrative:
The final device was evaluated and the issue was confirmed; there were broken/damaged components. The device was repaired and returned.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported there was a cot drop event. 1 event had no patient involvement. 6 events had patient involvement, however there were no consequences or impacts to the patient.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were evaluated in the field and the issue was confirmed; 3 units had a broken/damaged component, 1 had a bent component, and 1 had a worn component. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported there was a cot drop event. 1 event had no patient involvement. 6 events had patient involvement, however there were no consequences or impacts to the patient.